Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones or beeps functioned properly. No unexpected pump error alarm found during testing or in the pump history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call software error detected alarm on the insulin pump. Customer¿s blood glucose level was 95 mg/dl. Troubleshooting for the alarm was performed. Customer advised they replaced the battery on the insulin pump however the issue remained unresolved. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.